Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck in the injector and was delivered into the eye in a broken state. The lens was explanted and exchanged during the original surgery without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned; however, a photograph was provided which shows the injector with the plunger depressed and the flaps open. The iol is not shown in the picture. The additional information received identifies that resistance occurred during lens injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The flaps being open and continued injection of the lens at the point resistance occurred represents a deviation from the IFU and is the likely contributory/causative factor of the lens getting stuck and then being delivered damaged into the eye. Our review of production records for the rayone emv rao200e batch 025262311 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 025262311.

Event description:
On 27th march 2026, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens got stuck in the injector and broke necessitating its removal from the eye.